Event description:
A report was received from a customer regarding an alleged issue which occured during use of the device. The report states that, during the surgery, an alleged leak was found from the chamber arrest chamber, where the tube leaves the bag. As a result, additional cardioplegia solution was required to be administered. It was confirmed with the customer that there were no patient complications.

Manufacturer narrative:
The device was evaluated and leaking was confirmed. A suspected root cause for this is inadequate solvent bonding at the area where the leak was seen. As part of a continuous improvement initiative, quest qualified and implemented an automatic solvent dispenser to enhance consistency of the solvent bonding. This set was confirmed to have been manufactured prior to implementation of the solvent dispenser. Quest will continue to monitor complaint trends.